Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the patient¿s incision wouldn¿t completely heal. The rep reported that according to the patient and the physician, the physician took cultures of the drainage from her incision and the cultures came back negative, but the physician placed the patient on antibiotics. The rep reported that to date, the patient¿s incision continued to drain and wouldn¿t heal completely. The rep reported that the patient was to have the system explanted on (B)(6) 2019. No further complications were reported.